Event description:
The customer has lately experienced pain/discomfort when catheterizing. He claims that the catheter surface is not as good as it used to be.

Manufacturer narrative:
Samples were returned for testing. Product testing and visual examination show no defects. Batch documentation reveals no deviations. Based upon the product testing, this complaint could not be confirmed as reported.